Event description:
It was reported that the user experienced two site failures within a 12-hour period while using the ilet system, followed by hyperglycemia of unclear cause. Symptoms included insufficient information to characterize clinical manifestations. Outcomes included insufficient information to characterize the impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.